Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported high impedances indicating that something was wrong with the lead. The data gave no reason to suspect a problem with the neurostimulator. The patient had fallen on their implantable neurostimulator (ins). All impedances were high. No further complications were reported.